Manufacturer narrative:
The below report was received by health authority FDA division director (reference number: mw5032459) on 02-jan-2014. The most recent information was received on 17-jun-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain with a feeling something moving around") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), abdominal discomfort ("abdominal pulling"), abdominal distension ("stomach three times in size"), urticaria ("hives all over my body") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy - uterus). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, genital haemorrhage and urticaria to be related to essure administration. The reporter commented: she had been on many medications since the essure procedure was done. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] (date unknown): exams, abdominal ultrasound - they could not find the problem quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-jun-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority FDA division director (reference number: mw5032459) on 02-jan-2014. The most recent information was received on 02-may-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of abdominal pain ("abdominal pain with a feeling something moving around") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced abdominal pain (seriousness criterion intervention required), abdominal discomfort ("abdominal pulling"), abdominal distension ("stomach three times in size"), urticaria ("hives all over my body") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (hysterectomy - uterus). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, genital haemorrhage and urticaria to be related to essure administration. The reporter commented: she had been on many medications since the essure procedure was done. Diagnostic results (normal ranges are provided in parenthesis if available): exams, abdominal ultrasound - they could not find the problem. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new reporter lawyer, product start and stop date added. Case was upgraded to serious incident. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority FDA division director (reference number: mw5032459) on 02-jan-2014. The most recent information was received on 02-nov-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of embedded device ("a metallic coiled-wire object is identified, embedded within the right cornu") and abdominal pain ("abdominal pain with a feeling something moving around") in a 48 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of abstains from alcohol (1 glas of wine per week), cesarean section, cholecystectomy, abnormal uterine bleeding, uterine fibroid, hypertension, parity and pregnancy (5). The patient had a family history of hypertension (father). Concurrent conditions were listed as adipositas and tobacco user (current everyday smoker -- 0.25 packs of cigarettes/day for 20 years). Concomitant products included lisinopril and acetaminophen;codeine (codeine; paracetamol). On (B)(6) 2008, the patient had essure inserted. Essure was removed on (B)(6) 2017. An unknown time later she experienced embedded device (seriousness criterion intervention required), abdominal pain (seriousness criterion intervention required), abdominal discomfort ("abdominal pulling"), abdominal distension ("stomach three times in size"), urticaria ("hives all over my body") and genital haemorrhage ("heavy bleeding"). The patient was treated with surgery (robotic hysterectomy with bilateral salpingo oophorectomy, diagnostic cystoscopy). At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, embedded device, genital haemorrhage and urticaria to be related to essure administration. The reporter commented: she had been on many medications since the essure procedure was done. Removal findings: omentum adhesions to the anterior abdominal wall fibroid uterus, normal tubes, and ovaries. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 40.612 kg/sqm. [Pathology test] on (B)(6) 2017: surgical pathology report: specimen: uterus with tubes and ovaries, bilateral, cervix. Diagnosis: uterus, fallopian tubes and ovaries, robotic hysterectomy with bilateral salpingo-oophorectomy: cervix with nabothian cyst. Secretory endometrium. Focal adenomyosis. Leiomyomata. Fallopian tubes with para tubal cyst. Ovaries with cystic follicles, hemorrhagic corporus luteum cyst and corpora albicantia. Gross description: a metallic coiled-wire object is identified, embedded within the right cornu, the attached left adnexa aggregate to 13 grams. The fimbriated fallopian tube is red-to-purple and measures 6.5 cm in length x 0.7 cm in diameter. Upon sectioning, the lumen is identified. The lumen of the tube contains a metallic, coiled wire object. [Ultrasound scan] (date unknown): exams, abdominal ultrasound - they could not find the problem. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: medical records: a new reporter added; patient's age, weight and height. Essure was inserted for female sterilization. Medical history and concomitant medication provided. Surgical pathology report of (B)(6) 2017. Removal findings added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.